Event description:
A surgeon reported that following an intraocular lens (iol) implant/trabeculectomy procedure, a pt is experiencing decreased vision and haze. The surgeon reported the pt has been experiencing a slow, steady fogging of his vision over the past two years. The surgeon also reported that there are significant glistenings in this pt's lens. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).